Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who received sufentanil and clonidine (unknown concentrations and doses) in an implantable pump for non-malignant pain. The patient experienced "full withdrawal" in the past because the catheter "went out" in 2009. The catheter was revised on (B)(6) 2009. Additional information was requested from the healthcare provider (hcp) regarding event details, troubleshooting performed, and if the cause of the issue was determined. If additional information is received, a follow-up report will be submitted.